Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of the interrogation reported noted atrial undersensing on the right atrial (ra) lead which did not influence device behavior. The ra lead remains in use. No patient complications have been reported as a result of this event.